Event description:
A malfunction alarm identified as malfunction code 9 was reported, causing the customer's blood glucose level to reach a "high" status, though the specific value was unknown. The customer managed this by administering a correction injection manually and did not need third-party assistance. Technical support provided guidance and assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without recurrence of the malfunction code. The customer was advised to contact technical support if the issue reappeared.